Event description:
It was reported that the customer's pump screen was not turning on, and attempted troubleshooting steps did not resolve the issue. There was no adverse impact on the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.